Manufacturer narrative:
Unable to verify the compromised force sensor system error alarm or perform the basic occlusion, occlusion, prime, excessive no delivery, displacement or unexpected restart error tests due to a broken off end cap. The pump passed the self-test and all operating currents measurements were normal. The pump was received with minor scratches on the display window, a cracked case at the display window corners, a cracked reservoir tube lip, a missing end cap sticker and a broken off end cap. The drive support disk was inspected and no anomaly was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received compromised force sensor system alarm. The customer's blood glucose was 109 mg/dl at the time of incident. The customer stated that the drive support cap was loose and was sticking out. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump was returned for analysis.